Manufacturer narrative:
Device was returned for evaluation. Visual inspection did not find any anomaly on the header. As received device was at normal operating level and was programmed to auto settings. When auto settings are enabled device will adjust its pacing output based on patient requirement which can cause change in longevity and battery measurement values. Telemetry and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.